Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility name: (B)(6). Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the screw broke post-op. The screw was implanted on (B)(6) 2017. A removal procedure was performed on (B)(6) 2021; however, the screw could not be removed because a necessary instrument was not available for the procedure. This report involves (1) viper system cannulated monoaxial screw 5.5 x 6.0 x 40mm. This is report 1 of 1 for (B)(4). This product complaint, (B)(4), is related to (B)(4).